Event description:
A customer from (B)(4) alleged that he performed control tests using his contour ts system and received two results of 21 mg/dl. A normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The country was advised to return the test strips to the us for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.